Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state instructions for use 1. Preparation of sms prior to insertion a. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. Inserting the device inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation (figure 5). If the pilot balloon indicates over - or under - inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. Cuff inflation inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The inflation port has an external pilot balloon as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. Position indicator line pilot balloon e. Remove the syringe from the green inflation port and gently pull on the drainage catheter to check that the cuff is securely in the rectum and that it is positioned against the rectal floor. F. Position the length of the flexible drainage tube along the patient¿s leg, avoiding kinks, obstruction and tension. ¿ take note of the black position indicator line that is printed in the proximal segment of the tsz. Observe its relative position to the patient¿s anus. Observe changes in the location of the position indicator band as a means to determine movement of the retention cuff in the patient¿s rectum. This may indicate the need for the cuff or drainage tube to be repositioned. G. Hang the bag using the built-in hanger at a convenient location on the bedside (below the level of the patient¿s rectum). A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that dignishield cuff burst when inflated.

Event description:
It was reported that dignishield cuff burst when inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.